Event description:
It was reported patient was scheduled for right heart catheterization along with procedure for placement of a dual catheter for aquaphersis. As a result, the sensor was recalibrated and mean pressure was decreased by 14 mmhg. Based on pressure readings aquaphersis was not needed. Accurate readings observed under the manufacturer's patient care network database.